Event description:
The customer reported that when releasing an image from the evis exera iii video system center to provation, a green screen image was exhibited. However, the image on the tower displayed as normal. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer did not have a video feed to the pc. Tac informed the customer that a video signal from the cv-190 to the provation was required and tac advised the customer to obtain a serial digital interface cable. A follow up was made and the customer confirmed that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the cv-190 and provation not being connected correctly because another cable was used/connected with the sdi. Olympus will continue to monitor field performance for this device.